Event description:
During preparation for use of the device for a surgical procedure, the user reported the display on the centrifugal control module went blank and an alarm sounded. The user reported the device was rebooted and the display "flickered". No error message was received. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.